Manufacturer narrative:
D6b: corrected the explant date.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump was not returned for investigation. Data logs show a 1054-placement signal not reliable alarm (bad snr) with signal not reliable (snr) dropping to zero, lamp at 100%, contrast decreased to 10, gain increased to 2.6, and light decreased to 2.4, which is indicative of a severe air gap. No issue was reported with pump flow. According to the clinical details, the placement signal not reliable alarm appeared during the patient's transfer to the ICU. The cause of the optical signal failure was most likely air gap from between the automated impella controller (aic) and the patient cable plug or within the middle of the red handle ferrule. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient with prior coronary artery bypass grafting and heart failure. The complainant reported that there was a placement signal unreliable alarm on the impella rp. A chest x-ray was ordered, and the rp indicated to be in a good position. In addition, it was reported that the patient was maxed on vasopressor support and heavy ventilator support along with continuous renal replacement therapy (crrt). A decision was made by the family to withdrawal care and the patient expired.

Manufacturer narrative:
G3: corrected date.